Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic incisional hernia repair with mesh as well as extensive lysis of adhesions. He had revision surgery 9 months post-surgery. The patient experienced pain, adhesions, reherniation and scarring.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of an incisional hernia and underwent an extensive lysis of adhesions. It was reported that after implant, the patient experienced recurrence, adhesions, pain, and scarring. Post-operative patient treatment included revision surgery, repair of hernia with mesh, lysis of adhesions, and component separation.